Event description:
A consumer reported low inaccurate results with pt's one touch meter. In 2001, pt experienced light-headedness and dizziness. Next day, pt blood glucose was 30mg/dl and 47mg/dl in back to back testing on the ot meter. Pt went to see doctor and blood glucose was 430mg/dl on dr meter. Pt went to the hospital, where blood glucose was 427mg/dl. Pt was admitted for hyperglycemia and discharged 4 days later. Pt is reportedly anemic. Pt has never performed meter control testing. Meter memory download shows no blood glucose results before hospitalization. Meter has been replaced. No allegations of harm have been made.